Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first two inflations, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during the third inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an arteriovenous fistula stenosis with mild tortuosity, moderate calcification in the left axillary vein. The 8x60mm armada 35 balloon dilation catheter (bdc) which was prepped per IFU, and advanced without resistance. The balloon was inflated twice to 10 atmospheres then inflated to 14 atmospheres when a rupture occurred. The device was removed without issue and a non-abbott semi-compliant balloon device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.